Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number vad-20328, confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured within the submitted log file. Additionally, a direct correlation between vad-20328, and the patient¿s right heart failure could not be conclusively established. Vad-20328 was returned with the driveline severed approximately 1¿¿ from the pump nipple housing. The distal portion of the driveline was returned in one segment measuring approximately 36¿¿. Evidence of a previous distal-end driveline replacement was observed on the 36¿¿ driveline segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed at its hardware and was returned detached from the outlet elbow. The sealed outflow graft bend relief had been severed at its hardware and was returned detached from the graft attachment. The severed portions of the sealed outflow graft and sealed outflow graft bend relief material were not returned. The bend relief collar was returned detached from the bend relief hardware. Upon disassembly of vad-20328, visual examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue electrical continuity testing of the driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the 36¿¿ driveline segment revealed breaches in the insulation of the brown and black wires approximately 21.5¿¿ from the controller connector. Further inspection of this driveline segment revealed breaches in the insulation of the red wire approximately 22¿ from the controller connector, the orange wire approximately 22¿¿, 26¿, and 26.5¿ from the controller connector, and the green wire approximately 28¿ from the controller connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the brown, black, red, orange, and green wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. Due to the confirmation of internal driveline wire damage, no further evaluation was performed and vad-20328 was not functionally tested using a mock circulatory loop. Incidental findings: upon disassembly of the driveline repair, a break in the copper tape was observed at the proximal end of the repair. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, is also currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for vad-20328 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14nov2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller exchange on (B)(6) 2021 due to a controller fault alarm. The patient returned to the clinic on (B)(6) 2021 after having low flow alarms, low speed alarms, and a no external power alarm while connected to batteries. A low voltage alarm was also noted but was attributed to normal battery depletion. Log file analysis confirmed abnormal low speed hazards and low flow hazards in addition to pump stop events. This type of behavior was indication of a phase to phase short. The patient was admitted after several pump stops. The patient had a prior full length repair from a prior short to shield, therefore a second repair was not possible. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021. It was subsequently reported that the patient expired on (B)(6) 2022 due to vasoplegia, hypotension, and possible pulmonary embolism. Related MFR regarding controller exchange: 2916596-2022-00134 related MFR regarding patient death: 2916596-2022-00135

Manufacturer narrative:
No further information was provided. As supplemental report will be submitted once the manufacturer's investigation is completed. Related MFR reporting prior short to shield: MFR 2916596-2019-02026.